Event description:
It was reported that during insertion of the iab through an introducer sheath, a leak was noticed in the introducer sheath. Because of this, the iab was removed. There were no pt complications.